Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer either resumed insulin delivery and/or changed pump supplies to resolve occlusion. Pump system check was performed; cause of occlusions could not be determined. Blood glucose was 400 mg/dl at its highest.